Event description:
The hcp reported that the pt had successful treatment with the interstim system. Unfortunately. They developed an infection of the ipg area one month following implant. Cultures of the drainage material were obtained (results unk) and it was elected to remove the interstim system. The pt was discharged from the hosp on oral antibiotics.